Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort due to the lead being too big. The patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected.